Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016. The customer explained she was headed to the bathroom and fell to the floor. She could not get up and realized she was having a low blood glucose event because she was completely wet with sweat. She was unable to check her blood glucose value at the time of the incident and treated by eating a candy bar. Her cousin arrived later and insisted to also had soda. The customer was then taken to the hospital as her shoulder cracked when she fell. Blood glucose level at the time of admission was over 500 mg/dl. She was just in observation and was not treated for high blood glucose. The customer also reported that the insulin pump alarmed unexpected restart after changing the battery and her blood glucose was 59 mg/dl the day of the call. She treated with food and current value was 63 mg/dl. The insulin pump passed the self-test and displacement test. The device will not be returned for analysis.